Event description:
It was reported that device explant and replacement occurred due to elective replacement indicator (eri) occurring prematurely, per healthcare professional assessment. The patient's implantable cardioverter defibrillator (ICD) was explanted and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7120, lead; implant date: (B)(6) 2011; 5076-52 lead; implant date: (B)(6) 2003. (B)(4).